Event description:
It was reported, the parkinson¿s disease patient¿s skin was swollen and the ¿pocket was very obvious¿ as of two weeks after the surgical replacement of their implantable neurostimulator (ins). The patient¿s physician ¿judged the cause was a design defect¿ of the ins. The physician reportedly ¿thought the shape of the ins was too square¿ and noted an ¿adapter is used when replacing the battery.¿ this caused the size to be ¿too large, which resulted in the obvious pocket and infection.¿ it was noted, the patient¿s physician thought the worst condition the patient¿s skin would be in is that it would be necrotic. It was noted, the patient was ¿very thin and weak¿ at the time of report. The patient had their ins checked the day after the report and the patient¿s physician indicated ¿there was an effusion in the pocket.¿ the effusion was ¿extracted¿ at that time and there was ¿no need to explant the ins.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 64002, serial# unknown, implanted: 2015 (B)(6); product type adapter. (B)(4).